Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the device used in this incident, it was determined that the report did not accurately reflect the correct last issue date due to a software bug. A technical support specialist (tss) investigated and explained that the custom interactive analytics report displayed last issue dates only up to 11/26/2024, while the correct last issue dates were present in the cr empall table. It appeared that the interactive reports were not updating their data pool for employee data. The development team worked on the issue. Additional information will be added once it received from the development team.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, an issue was identified with an interactive analytics report created to display user last medication issue date per user and per facility. The report did not accurately reflect the correct last issue date for users. The inaccurate reporting affected the reliability of the data, which was required for security monitoring purposes across pca and synchrony. There were no delay or adverse events or injuries reported based on this event.